Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a video assisted thorascopic wedge resection, while firing the device on the lungs, stapler fired one squeeze of the handle, but locked out for the remainder of the staple line. The staple line was incomplete at the distal part. A second reload was used. There was no injury.